Event description:
The customer was in the hospital for a non- diabetes related reason. He compared his contour next link reading to the hospital meters and his meter read higher. The doctor stated the meter was the reason for the customer's pump to dispense too much insulin, and caused his blood glucose to drop to 27 mg/dl. There was no further information regarding this allegation. A replacement meter was sent to him.